Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. It was reported that sometime around (B)(6) 2019 it was determined that the patient¿s pump had come out of the pocket. It was put back in only to come out again, so the pump was explanted, and they put in a smaller pump hoping it would stay in the pocket better.